Event description:
It was reported that the device was explanted due to eri status. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The returned device data have been analyzed. The analysis of the available iegm revealed noise in the right ventricular channel, leading to multiple charging cycles that resulted in several shock deliveries, draining the battery. As a result the eri battery status had occurred. Based on the available data the root cause of the noise could not be determined. However, the integrity of the rv lead cannot be assured. The amount of charge taken from the battery was verified, revealing that the battery condition is as expected. The current consumption was also inspected and found to be normal. There was no indication of a device malfunction. Furthermore the manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be fully functional. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. In the available iegm the occurrence of noise was observed in the ventricular channel. Based on the available data the root cause of the noise could not be determined, however, the integrity of the rv lead cannot be assured.